Manufacturer narrative:
The impella cp optical was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) white male patient presenting for pre-operative hemodynamic support with the impella cp optical. Against best suggested best practice, the physician chose to insert the impella without 0.018" guide wire. The catheter became kinked and attempts to straighten resulted in a separation between the cannula and inlet/pigtail. The fragmented piece remained in the patient. Access was gained through the patient's opposing femoral artery and the remainder of the device extracted using a surgical snare and forceps. No vascular damage was endured. A second impella was opened and inserted without issue; using the 0.018" guide wire.